Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report difficulty removing the lock line and a mechanical jam. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One mitraclip was implanted. The second clip delivery system (cds (B)(4)) was advanced to the left ventricle (lv); however, while in the lv, the stabilizer was pulled in an attempt to move more medially. The clip then came in contact with chordae and the shaft became slightly bent. Grasping was then able to be performed without issues, so the deployment sequence was started. When removing the lock line, it became stuck and was unable to be removed. In an attempt to remove the lock line, it was decided to remove the clip delivery system (cds); therefore, the arm position was turned, but was noted to be unable to open; therefore, the cds was not removed. The stabilizer was moved laterally and the shaft was adjusted until it was straight, then the lock line was pulled. After removing roughly 1.5cm of the lock line, it again became stuck. The stabilizer was again adjusted, straightening the shaft and allowing the lock line to be removed without further issues. The rest of the deployment sequence worked as intended and the clip was deployed without issues. To treat a remaining jet, a third cds ((B)(4)) was prepped; however, during preparation, the clip was unable to be opened and the shaft became bent. Troubleshooting was performed and the clip was able to be opened, but the decision was made not to use this cds and replace it. An additional cds ((B)(4)) was prepped and inserted. Grasping was successfully performed, but the clip was not implanted because the patient blood pressure decreased, and the mean pressure gradient increased to 5mmhg. After the leaflets were released, the blood pressure and mean pressure gradient returned to normal. The clip was removed, and the procedure was discontinued. A total of two clips were implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that after the arm positioner was turned closed and turned open, the clip did not open. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported bent on the shaft. Additionally, the reported difficult or delayed positioning could not be tested via returned device analysis as it was related to procedural circumstances. The reported lock line difficulty and clip open inability could not be tested via returned device analysis as it was related to the return condition of the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information the reported bent on the shaft and difficult or delayed positioning appears to be due to procedural condition. The reported difficult to remove the lock line appears to be due to reported bent on the clip delivery system (cds) shaft. A definitive cause for the reported clip open inability could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Code 2983 was removed.